Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarm. Blood glucose level at the time of the incident was 155 mg/dl. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Self test was performed and insulin pump did not passed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. No v alarm during testing. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace.